Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the physician.

Event description:
A report was received that the patient was experiencing pain and a cramping feeling at the ipg site when the stimulation was turned on or off. Database analysis revealed no anomalies. The physician was not sure if the pain was device related and stated that it could be the placement of the battery. The physician prescribed new medication to help the patient. No further course of action at this time.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain and a cramping feeling at the ipg site when the stimulation was turned on or off. Database analysis revealed no anomalies. The physician was not sure if the pain was device related and stated that it could be the placement of the battery. The physician prescribed new medication to help the patient. No further course of action at this time.